Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (20mg/ml at minimum rate) and dilaudid (14mg/ml at minimum rate) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and spinal pain. It was reported that on (B)(6) 2018, they were refilling the pump at a different concentration and rate, but could not program the required/safe dose (it was too high, per the hcp, but was already at the lowest single continuous flow rate) they wanted for the bb (bride bolus) they were programming. There were no further complications reported at this time.